Event description:
An end users family member called in to report that the right side brake is not working. Reportedly the end user had recently been issued this device in the past 3-6 months. No injury has occurred. A call was placed to the reporter, however, no further information was able to be received.